Event description:
Reporter indicated a vns programming handheld is repeatedly freezing during interrogation. Good faith attempts to obtain additional information. The handheld has been returned to the manufacturer and is pending product analysis.